Manufacturer narrative:
Follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1701 and position 2: 1738. Evaluation summary: the iab was received intact for evaluation with blood noted on the exterior of the balloon and within the inner lumen. Visual examination revealed that a piece of the red hub was missing from the y-fitting. In addition, stress lines were observed originating from the broken hub area. Probable cause of difficulty: the appearance of the broken red hub strongly indicates that excessive force was applied to the hub. Since the red hub is made out of a plastic material, an excessive torque and/or excessive twisting motion applied to the hub would cause it to crack. The severity of the force would determine if the hub would crack or actually dislodge a piece of hub material. Although conjectural, it is possible that an excessive force was applied to the red hub with a syringe causing the hub to crack and for a piece of actual hub to break off. A follow-up call to the facility revealed that no one actually witnessed the event. Unfortunately, no additional info was available from the facility contact.

Event description:
The iab leaked. No other info was provided by the contact. Event complications: unk-reported 12/5/96. Pt's current status: unk -reported 12/5/96.